Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a careassist bed alarm failed and the patient fell. On the day of the event, the patient exited the bed three times and each event the bed exit alarm would not trigger. The third event the patient fell and sustained a hip fracture. Although treatment was not reported, it is reasonable to conclude that medical or surgical intervention was required. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated onsite by a qualified technician. The bed underwent functional testing, and the event could not be replicated. The event history log was reviewed, and no evidence was found that a malfunction occurred on the date of the event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.